Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the intuitive clinical sales representative (csr) informed the technical support engineer (tse) that after an instrument exchange that arm 3 on the patient side cart (psc) inserted on its own after clutching. The customer stated that instrument entered the abdomen, but there was no patient injury. The system log was not available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument entered the abdomen without the technician guiding it, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site to inspect the usm for physical damage. The fse performed usm powered friction test and test drove the system. The system was tested and verified as ready for use. The complaint regarding hit the clutch and instrument entered the abdomen without tech touching was not confirmed based on the field evaluation. The root cause of the alleged hit the clutch and instrument entered the abdomen without tech touching cannot be determined based on the information provided and fse's field evaluation. The fse went on site to inspect the usm for physical damage. The fse performed usm powered friction test and test drove the system. The fse's service visit did not reveal any issues related to the customer reported event.